Event description:
During a laparoscopic cholecystectomy, the surgeon noticed an arc to the liver parenchyma on the medial surface of the gallbladder wall. Upon inspection of the monopolar probe (aka hook cautery) there was seen a triangle-shaped break in the insulation where the narrow hook emerges from base of main shaft, about 1.5cm from tip of hook. There wasn't any burn or damage to tissue.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.